Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated high voltage capacitor charge time was longer than expected for a device not yet at eri (elective replacement indicator). Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Excessive charge time triggered on (B)(6) 2015. Most recent battery measurement was 2.6318 volts on (B)(6) 2015. Recommended replacement time (rrt) had not been triggered. (B)(4).

Event description:
It was reported that the device had reached battery depletion more rapidly than expected. It was noted the device is at end of service (eos) due to excessive charge time. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
The device was explanted and replaced.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
Corrective: this device was reported as included in the field action noted and returned. Product investigation found the device performed as described in the field action. Product event summary: additional analysis of the returned device was inconclusive. Analysis confirmed the reported excessive charge time using the original device battery. When the battery was replaced with a donor battery of same voltage, the device was able to successfully complete a full energy charge with nominal charge time. Further destructive analysis results revealed no internal short occurred in the battery. There was localized li discharge along the edges and severing (li isolation) occurred in segment 7 and nearly complete severing in segment 6. The anode severing resulted in a reduced li anode surface area, which caused an increased battery resistance. The increased battery resistance would result in an increased charge time during device use as prior analysis noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.